Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and replaced. A complete generator and filament calibration was performed. The system was tested and found to be working as intended and returned to service.